Manufacturer narrative:
To date, information suggests that this rv lead has been removed from service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead exhibited pace impedance measurement > 2500 ohms. The physician planned to schedule a lead revision. The patient did have a fainting episode.